Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found a broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient¿s insr (implantable neurostimulator recharger) was not charging. The battery icon was not incrementing. It was stated that the patient noticed this in the last couple days and had been trying to recharge the ins (implantable neurostimulator) for 3 days. It was reported that the patient was not able to adjust stimulation with the patient programmer and that the programmer showed the charge ins screen. The connector pin on the desktop charger was said to be broken. It was noted that the anomaly appeared to have occurred through product use. There was no indication of patient harm at the time. The next day, it was reported that the patient received the replacement recharger today but the outlet plug was not included and the patient had not detached her power cord from the recharger when she returned it. It was stated that repair didn¿t tell the patient to detach the cord before mailing it and she was still without the ability to charge herself. A replacement ac power cord was sent. It was reported that the patient was in pain. It was clarified that this was not new pain and was the pain for which the patient was implanted. It was noted that the patient¿s device ¿worked great for her¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.